Event description:
It is reported that during an atrial fibrillation case, after ablation the physician noticed right atrial compression on ultra sound. It was confirmed by ultra-sound that there was a pericardial effusion. A pericardiocentesis was performed. The physician did not consider the event life-threatening and does not consider the event to be caused by any malfunction of any bwi product. The patient fully recovered with no residual effects but the atrial fibrillation remains present.

Manufacturer narrative:
Product analysis is still in progress. A supplemental report will be submitted to the FDA once the analysis is complete. Concomitant products: stockert 70 system (serial# (B)(4))- us catalog# s7001; cool flow pump, u.s. Ship kit (serial# (B)(4))- us catalog# cfp002; carto 3 system (serial# (B)(4))- us catalog# fg540000. (B)(4).

Manufacturer narrative:
(B)(4). It is reported that during an atrial fibrillation case, after ablation the physician noticed right atrial compression on ultra sound. It was confirmed by ultra-sound that there was a pericardial effusion. A pericardiocentesis was performed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.